Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the drip chamber of a clearlink system solution set was observed separated from the tubing. This issue was identified when the package was opened. Therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to d3: device manufacturer name. H10: the actual device was not available; however, photographs of the sample were provided for evaluation. A visual inspection was performed of the photographs using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. Due to the nature of the sample, no additional testing could be performed. The reported condition was not observed via the provided photographs, therefore the condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.